Manufacturer narrative:
The investigation determined the observed issue might have been caused by a partially occluded sample probe. As the probe was discarded at the site, further investigation was not possible. Replacement of the sample probe resolved the problem and the user was advised to check for correct pre-analytic handling according to the tube manufacturer's specification to avoid clot formation in the samples. The user verified that no patients were treated based on the original erroneous results that were reported.

Event description:
The user received questionable ion selective electrode (ise) sodium results for 25 patient samples from the modular core analyzer serial number (B)(4). Of the data provided, the results for 11 patient samples were discrepant. All results are in mmol/l. Patient sample 1 original result was 132 and the repeat result was 139. Patient sample 2 original result was 128 and the repeat result was 134 with a data flag. Patient sample 3 original result was 129 and the repeat result was 136. Patient sample 4 original result was 131 and the repeat result was 139. Patient sample 5 original result was 132 and the repeat result was 140. Patient sample 6 original result was 125 and the repeat result was 132 with a data flag. Patient sample 7 original result was 132 and the repeat result was 138. Patient sample 8 original result was 130 and the repeat result was 139. Patient sample 9 original result was 133 and the repeat result was 140. Patient sample 10 original result was 124 and the repeat result was 131 with a data flag. Patient sample 11 original result was 134 and the repeat result was 141. The patients were not treated based on the original erroneous results that were reported outside the laboratory. Upon evaluation of then analyzer, the field service representative determined there was a defective sample probe. He checked both ise modules and noted all electrodes were recently changed by the user and there were no signs of leakage or any other ise related issue. He found the sample probe was partially occluded during air purge and replaced the sample probe. To verify the analyzer operation, he performed multiple comparisons between the ise modules and achieved good results and precision. The user performed quality control with results within the established ranges.